Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006; 9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 patients implanted with dbs. The objective of the study was to report the author's observations on the external electromagnetic field influences on dbs in their patient population, and how these influences affected the patients lives and other healthcare-related conditions. Reportable event: one patient experienced repeated episodes of paresthesias when the ipg had been turned off but not set to zero before an MRI. When resuming the investigation, after setting the amplitude to zero, no paresthesias were reported. These MRI induced paresthesias were probably caused by repeated activation and deactivation of the stimulation.

Manufacturer narrative:
(B) (4)